Event description:
The patient had a double lung transplant performed in (B)(6) last year. The patient required circulatory and respiratory support and was placed on ECMO during the procedure. The ECMO device was paired with a disposable water heater to warm the ECMO circuit. The patient developed a blood stream and lung infection. The blood cultures were positive for ralstonia (burkholderia) and the lung bal cultures were positive for pseudomonas. The patient remained critically ill, was not able to be weaned from ECMO, developed multi-system organ failure and expired by the end of (B)(6) last year. The disposable water heater was cultured. The cultures revealed ralstonia, pseudomonas and cupriavidus.